Event description:
The st. Jude medical rep was requested to interrogate the ICD in an expired pt. When the ICD was interrogated, the device was found to be in a hardware reset, and was configured as a pacemaker only with no defibrillator capabilities. The physician informed st. Jude medical that the pt arrived in the hosp through emergency after a cardiac massage. Co was also informed that the pt was an insulin-dependent diabetic. The autopsy showed that the pt did not have a heart attack, no pulmonary emboli and no cerebral death. It is unknown if there is any relation to the reset mode and the pt's death.